Event description:
End user reports difficulty dispensing insulin while using item 731165 lot 58061.

Manufacturer narrative:
The root cause is linked to the size of the needle gauge being the thinnest needle for an insulin syringe. Due to the small inner diameter of the 0.25g, if using a viscous medication the result of inject will increase. No trending abnormalities detected.